Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the obtuse marginal artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. Before delivering the device, the tech noted that the physician touched the stent with his gloved hands and mold/bend the stent. Upon advancing the device, it was noted that the stent could not cross the lesion. When the device was removed, the stent then came off from the delivery system outside the patient's body, on the procedure table. The procedure was completed by placing a promus premier stent in the lesion. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was not returned for analysis with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the obtuse marginal artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. Before delivering the device, the tech noted that the physician touched the stent with his gloved hands and mold/bend the stent. Upon advancing the device, it was noted that the stent could not cross the lesion. When the device was removed, the stent then came off from the delivery system outside the patient's body, on the procedure table. The procedure was completed by placing a promus premier stent in the lesion. No patient complications were reported and the patient was not harmed.